Event description:
It was reported that the usb charging cables were "not being recognized when plugged in." There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional actions were taken by technical support.